Event description:
The customer reported the ventilator went vent inop and alarmed during operation. The customer reported the ventilator was not in use on a patient, therefore there was no patient harm or involvement. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician confirmed the reported vent inop due to an inhalation autozero failure. The service technician replaced the three station solenoid to correct the problem. Extended self testing (est) and performance verification testing were completed and tests passed to operating specifications.

Manufacturer narrative:
Results = 3 station solenoid